Event description:
Implant failed before prosthetic restoration. Stability was achieved but osseointegration was not achieved. At time of implant failure, the oral cavity was asymptomatic. Bone quality was type ii.

Manufacturer narrative:
Evaluation of the implant determined that all the product's design specifications were met. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be a pre loading implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors. Proper intended use of the implant is described in its instructions for use.